Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a white screen with alarm sound. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
D9: product received date 10/17/2024. H3: one device was returned for repair. There was no service record for the previous 12 months. Visual/functional testing was performed. Complaint was verified by visual inspection and found to be normal for new firmware v4.3. It is normal for v4.3 to display a quick white screen on lcd when boot up. The probable cause of the reported error is the delay during firmware boot up. Calibration and preventive maintenance were performed. The device passed all functional tests after the repair.